Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope exhibited an issue where the distal tip would not stay clean. The event occurred during a diagnostic colonoscopy procedure and was completed with a back-up device. There were no reports of patient harm.

Event description:
No additional information received from the customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9,h2,h3,h4,h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: black image, objective lens dirty, light guide lens dirty and white residue inside air/water channels. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to malfunction: due to the device had objective lens and light guide lens dirty. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.